Event description:
Customer reported leaking reservoir. Unable to perform troubleshooting because customer discarded reservoir.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.